Event description:
During service by baxter, the pump head module stop key was determined to be inoperable. No patient injury or medical intervention had been reported related to the device.

Manufacturer narrative:
Evaluation summary: during service by baxter, the pump head module stop key was found to be inoperable. The pump head module keypad was replaced to fix the problem. The pump was returned to the customer fully operational. This issue is being investigated.